Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/07/2016 .device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2015 with the following findings: a review of the black box data showed reboots following a loss of prime warning on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked and had damaged threads. No battery cap was returned with the pump; a test cap was able to fully tighten on to the pump. The pump was then exercised for 24 hours with no power issues. The pump case was removed, and evidence of moisture contamination was found on the battery canister. The complaint was not duplicated during testing.